Manufacturer narrative:
Section d3, e2, e3, g1, g2: corrected data. Section d10, h3, h4: additional information. Manufacturer's investigation conclusions: the reported events of a set pump speed not reached: m5 alarm and a ¿negative flow¿ reading were both confirmed. The returned centrimag 2nd gen. Primary console was tested. A log file was downloaded from the console and was reviewed. An ¿sf_ifd_speed_mismatch¿ fault was observed on the day of the reported event, which triggered the ¿set pump speed not reached: m5¿ alarm, thus confirming the reported event. During that period, the motor continuously operated at 3200 rpm with a flow of 3.1 lpm, then the speed decreased to speeds as low as 2000 rpm, causing the reported ¿negative flow¿ value. The motor abruptly began to operate at 3200 rpm again, clearing the ¿sf_ifd_speed_mismatch¿ fault. As the medical team maneuvered after the fault, it was suspected that the cause of the event was the motor¿s cable. The returned centrimag 2nd gen. Primary console, motor, and flow probe were all connected to a test loop. No atypical events occurred during testing, even when the motor¿s cable was manipulated. It was determined that the centrimag 2nd gen. Primary console was unrelated to the reported event. The returned centrimag motor, console, and flow probe were all connected to a test loop. No faults occurred while the units were tested together over 2 days. Further testing revealed that the centrimag motor had an intermittent cable break from its +5v line to agnd when its cable was manipulated ¿ however the pump did not stop during testing, thus the reported event was not reproduced. However, increased impedance between the +5v line and agnd can lead to motor malfunctions and may stop a motor. The motor was scrapped. Although the reported event was not reproduced, the root cause of the reported event appeared to be conductor breakdown within the motor¿s cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: currently unavailable, will be updated upon investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that an "unable to reach set speed" error appeared on the console. The motor was exchanged and the revolution and flow parameters automatically restored. The unit was taken out of service. No further information was provided.